Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP. The spouse of the patient reported the patient has sadly passed away. The cause of death was not reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information about a user of a dreamstation auto CPAP. The spouse of the patient reported the patient has sadly passed away. The cause of death was not reported. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.